Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's operative and post-operative course was complicated by right ventricular dysfunction, aortic insufficiency, and kidney failure which were known prior to implantation, as well as aspiration with re-intubation and escalation to veno-venous extracorporeal membrane oxygenation, vasoplegia and escalating pressor requirements. The patient experienced multi-system organ failure. Despite medical intervention and setting of poor prognosis, the patient's family decided to withdraw care on (B)(6) 2024. The patient passed away. The left ventricular assist system (lvas) reportedly operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the return of the pump; however, no additional information was provided, and the pump has not been returned to date. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Multiple organ dysfunctions/failures and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.